Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No excessive no delivery alarm noted during testing. The insulin pump was received cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that they received no delivery alarms. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer stated that they were treating the high blood glucose by bolusing. The customer performed fixed prime and the insulin did not exit and the insulin pump alarmed no delivery. The customer performed displacement test and the insulin pump passed. The customer stated that they were out of insulin. The customer performed manual prime and the insulin pump alarmed no delivery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.